Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This patient came in with complaints of diaphragmatic stimulation. It was noted this lead was dislodged and it was replaced with a similar lead. There were no other adverse patient side effects reported.